Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that medication improperly loaded or out of place. A field service engineer, reseated the cables within the drawer. Adjusted the spring on the plunger and removed all cubies and lids, also cleared any debris and medications to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system has failed hardware and ER is device not detected on bus. The customer stated that there was a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this incident.